Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 85 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was weak/tired, melena episodic with elevated inr, and a slow drop in hematocrit (hct) / hemoglobin (hbg). CT of the abdomen was negative findings for source. Coumadin had been on hold since inr = 3.3 on (B)(6) 2018. Last dose was on the evening of (B)(6) 2018. Previous colonoscopy on (B)(6) 2018 was negative for source of bleed and negative for arteriovenous malformation (avm). The patient was given epogen and iron supplements for previous postoperative anemia and ended up being readmitted on (B)(6) 2018 for further evaluation. Anticoagulants at the time of event were aspirin and warfarin. Unspecified changes were made to the patient¿s medication. The patient received 1 unit of packed red blood cells (prbc) in 24 hour period and a total of 5 units were given to the patient. No additional information was provided.